Event description:
Pump was reported to free flow, was set to 50ml/hr, 8 hours of medication was delivered in 15 minutes. When tubing was disconnected from the patient it was observed to be free flowing through the pump. Attempts were made to obtain extra information regarding patient status, medical intervention, patient injury, age of patient, and the medication involved, but no additional details are known.

Event description:
Pump was reported to free flow, was set to 50ml/hr, 8 hours of medication was delivered in 15 minutes. When tubing was disconnected from the pt it was observed to be free flowing through the pump. Pt info was not available. Additional info rec'd on 1-2-02 revealed that the pump was being used in l&d and the pt had to be administered magnesium sulfate as a result of the overinfusion. No additional details were provided.